Event description:
It was reported that customer did not complete the load sequence appropriately. The customer then experienced an elevated blood glucose (bg) level displayed as "high" (specific value not provided). The customer administered a correction bolus via the pump to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on proper load techniques.